Event description:
Customer reported hospitalization due to low blood glucose. The blood glucose levels at the time of the event was 11 mg/dl and 23 mg/dl. Customer stated that he did not experience symptoms of low; he woke up in the hospital. Customer is a brittle diabetic. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.